Manufacturer narrative:
Device failure is suspected, but did not cause or contributed to a death or serious injury.

Event description:
It was reported to the MFR, that a fracture was visualized in the pt's lead during a prophylactic generator replacement surgery; therefore, a full revision was performed. There was no pt manipulation or trauma to the device site that may have contributed to the reported event. Good faith attempts to obtain the explanted products and additional info regarding the reported event have been unsuccessful to date.